Manufacturer narrative:
The large hem-o-lok clip applier instrument involved with this complaint has been returned for evaluation and the failure analysis (fa) investigation has been completed. Fa was able to replicate and confirm the customer reported complaint. The instrument was found to have multiple input disks broken. Input disk #6 and #7 were found completely detached from the base of the housing. Common causes of the failure mode broken instrument input disks are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. The residual stress can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. An additional observation(s) not reported by the site was also observed. The instrument was found to have a broken chassis. The broken piece was not returned, measuring roughly 0.608¿ x 0.290¿ in size. Common causes of the failure mode broken instrument chassis are typically attributed to mishandling/misuse. These are attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces. This complaint is being reported based on the following conclusion: the instrument could not be removed from the cannula due to a unknown loose component. The unknown loose component could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was stuck on arm 4. Technical support engineer (tse) walked the customer through prying off the instrument using a hemostat. The instrument was forcefully removed from the arm. Even though it was removed from the arm they were unable to pull the instrument through the trocar. The instrument and trocar were removed from the patient and the instrument was forced free from the trocar. The trocar was reinserted, and a new instrument was readied. There was no harm that came to the patient and no pieces fell off into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was not able to provide any further details however it was confirmed that site¿s instrument cleaning or sterilization methods has not changed recently and there are no photographic images of the device(s) or a video recording of the procedure available for isi review. On 16-feb-2023, intuitive surgical, inc. (Isi) received mw5114797 stating: "davinci endowrist large clip applier was unable to be removed from robotic arm. Davinci technical support was called with instructions provided to pry the instrument from the robotic arm. The instrument was successfully removed from the robotic arm, and a "like" device was applied and utilized without incident. (Lives of instrument used: 22/100)."